Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for the return of the product. The customer responded and stated the product will not be returned for evaluation.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that the associated defibrillator was unable to detect these attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.